Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One used decontaminated sample (B)(6) deht blu suctionaid sub-assy was received for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition. No damage, deformation nor occlusion in tube was observed. Ventilation issues might happen when cuff do not maintain air pressure. Therefore cuff was inflated and kept for 12 hours relaxing (as done during its manufacturing). After 12 hours cuff was still fully inflated - no leak was detected. Based on results of device analysis no defect was found on returned device. The cause of the reported problem could not be determined.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes bluselect malfunctioned. Reported during the use of the product, the customer removed the obturator from the tube, but no ventilation was performed. So the customer suspected something was wrong with the tube. The removed obturator was able to be inserted into through the tube again. No patient injury.